Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that vegetation was noted on the valve with signs of infection. The device was removed.